Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.clinorthop.org/journal/11999/473/2/3861_10.1007_s11999-014-3861-x/0/continued_good_results_with_modular_trabecular_metal_augments_for_acetabular_defects_in_hip_arthroplasty_at_7_to_11_years.html. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported two patients experienced reoperations without revision due to recurrent instability.

Manufacturer narrative:
Other device used: catalog #unk, unknown tm acetabular shell, lot #unk. No devices or photos were received; therefore the condition of the components is unknown. Device history record review and complaint history review could not be performed as the lot numbers are unknown. The reported devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.